Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with the thumb advancer and dragged sharp barb (garage leaf damage) were confirmed based on the returned device condition. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic angiogram. Reportedly, increased resistance was felt while splitting the starclose se sheath. The starclose se sheath did not split. A very sharp barb on the starclose se device was dragged out after deployment. The sharp barb did not cause tissue damage to the artery. Hemostasis was achieved by applying manual arterial compression. Protamine was administrered. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.